Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing, the fse determined that the reported problem was due to the faulty power supply inside the host pc. As a part of repair activity, the fse replaced the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not fully boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc to return the device to use in good working order.